Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed noise on the right atrial (ra) and right ventricular (rv) leads. No intervention was reported, and the patient will continue to be monitored. The patient condition was stable.